Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: patient presented with intertrochanteric fracture was implanted with pfna ii construct on (B)(6) 2011. Four months post-operative, the patient complained of pain. X-rays taken on an unknown date noted implant failure. The nail broke at the distal locking hole post-operatively. Patient was returned to the or on (B)(6) 2012 for removal of hardware. This is 2 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.